Event description:
Per the physician's report, this pt fell down 7 days after cochlear implant surgery. Following this incident, the pt could not hear and the incision site opened up. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. The surgeon explanted the device in 2006. The pt will not be reimplanted.